Event description:
A caller reported experiencing intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin use. Despite frequent occlusion issues, the caller declined additional assistance.